Manufacturer narrative:
Updated fields: d8, d9, h3, h4, h6, h10. Corrected fields: b3. This report is being supplemented to provide additional information based on the results from third-party testing, the device evaluation, and the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023 sampling from: all channels. Colony forming unit (cfu): 12 cfu. Bacterial identification: micrococcaceae and bacillaceae. Three attempts were performed to obtain additional information regarding cleaning disinfection and sanitization (cds) practices at the user facility, but no response was received from the customer. The returned device was evaluated and the following defects were noted during the evaluation: the bending section cover glue was separated and worn, there was snakiness in the connecting tube, the scope body was damaged, the mouthpiece was damaged, the switch box was broken, the universal cord was wrinkled, and the bending tube movement was out of specification. These defects alone are not considered severe enough to cause a potential adverse event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the colonovideoscope tested positive for greater than 100 colony forming units of enterobacteria. All channels of the scope were sampled. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. After culture testing, the device will be evaluated the investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.